Event description:
It was reported that the colonovideoscope tested positive for an unspecified amount of staphyloccus lugdunesis. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the review of the complaint investigation. Updated fields: d8, h2, h4, h6. The device was not returned for evaluation. Based on the results of the investigation and because the subject device was not returned, the reported event could not be confirmed, and a root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No new additional information was provided by the customer.